Event description:
The report from clinical study (B)(4) for patient with ID (B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd (enc452212/01425604), codman coils (cpl100304-30/g12432, cpl100304-30/g10654, src140406-20/f41097, src140512-20/f54578, src140717-20/j10165, src140717-20/f51939, crc140717-30/g12650, two (B)(4)) and other non-codman coils of the left posterior communicating artery, and seven months after the index procedure, aneurysm growth of the treated site was revealed. No action was taken, however two months after the event, the patient developed left droopy eyelid associated with the aneurysm growth. No action taken was taken. The event outcome as six months after onset was ongoing and unchanged. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated.

Manufacturer narrative:
The patient's medical history consisted of hypertension, hyperlipidemia, and hyperthyroidism. The unruptured saccular aneurysm neck was 2.4mm, and the neck to sac ratio was 2.4mm:7.4mm. The parent vessel size diameter proximal was 4.4mm and distally was 3.4mm. The mrs before the procedure on (B)(6) 2011 was 1, on (B)(6) 2011 was 1, on (B)(6) 2011 was 0. The act was 155 seconds pre anticoagulation and 277 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 95% after the procedure. At the time of the 1-year follow-up (on (B)(6) 2012), mrs was 1. The size of the aneurysm/vessel was not measured. The occlusion rate of aneurysm was unknown. Antiplatelet therapy included aspirin 200mg/day: (B)(6) 2011, 100mg/day: (B)(6) 2011~ongoing, clopidogrel sulfate 225mg/day: (B)(6) 2011, 75mg/day: (B)(6) 2011, heparin 3, 000u was administered intra-procedurally. Prior to implanting the vrd, axcelguide/medikit, (B)(4), chikai/asahi intecc were utilized. Other devices utilized during the procedure were, excelsior sl10,ed/kaneka (total 6), cpl100304-30/g12432, cpl100304-30/g10654, src140406-20/f41097, src140512-20/f54578, src140717-20/j10165, src140717-20/f51939, crc140717-30/g12650, two (B)(4). No further information is available and procedural images are not available. A review of the manufacturing documentation associated with the lots of the implanted codman coils presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Aneurysm re-growth after coil embolization is a known event. Factors which may have a correlation with re-growth post coil embolization include aneurysm characteristics/size, neck size, initial coil packing density, and inflow angle. Additionally neurological deficits are known potential adverse events associated with coil embolization procedures as outlined in the instructions for use. Symptoms, including eyelid droop due to direct mechanical compression of cranial nerves by posterior communicating artery aneurysm is a known clinical entity. Additionally, an mrs score of 1 is noted both prior to the index procedure as well as at the time of the reported ptosis. With review of the available procedural information and device history review, it appears that patient/clinical factors likely contributed to the reported events with no indication of any manufacturing issues. Therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00641, 2954740-2012-00642, 2954740-2012-00643, 2954740-2012-00644, 2954740-2012-00645, 2954740-2012-00646, 2954740-2012-00647, & 3007628272-2012-50041.

Manufacturer narrative:
Eighteen months after the index procedure, the patient developed right-sided paresis associated with the aneurysm growth. No action was taken. The event outcome as of three months after onset was indicated as ¿ongoing, unchanged¿. According to the physician, the relationship of the events to the procedure was unrelated and to the vrd was also unrelated. Additionally, 2-year follow-up was conducted, but the angiography was not conducted. The size of the aneurysm/vessel was not measured. The mrs was 4. Antiplatelet therapy consisted of clopidogrel sulfate 225mg/day. There was no more information available regarding this event for now. A review of the manufacturing documentation associated with the lots of the implanted codman coils presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Aneurysm re-growth after coil embolization is a known event. Factors which may have a correlation with re-growth post coil embolization include aneurysm characteristics/size, neck size, initial coil packing density, and inflow angle. Additionally neurological deficits are known potential adverse events associated with coil embolization procedures as outlined in the instructions for use. Symptoms, including eyelid droop due to direct mechanical compression of cranial nerves by posterior communicating artery aneurysm is a known clinical entity. Additionally, an mrs score of 1 is noted both prior to the index procedure as well as at the time of the reported ptosis. With review of the available procedural information and device history review, it appears that patient/clinical factors likely contributed to the reported events with no indication of any manufacturing issues. Therefore, no corrective actions will be taken at this time. (B)(4).